Event description:
It was reported that the customer experienced a blood glucose (bg) level; blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. A correction bolus was delivered to address bg. Customer updated their pump settings to address the event.